Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that there was some undersensing of reduced amplitude intrinsics during a treated episode. The time-to-therapy was still good. Technical services advised this is due to the detection profile. The intrinsic amplitudes were too low to be detected. The slow sense profile needs some time to transition to the fast profile, and it can take a few beats for this to take place. Later, the doctor explanted and replaced the system with a transvenous system. There were no additional adverse patient effects.

Event description:
It was reported that there was some undersensing of reduced amplitude intrinsics during a treated episode. The time-to-therapy was still good. Technical services advised this is due to the detection profile. The intrinsic amplitudes were too low to be detected. The slow sense profile needs some time to transition to the fast profile, and it can take a few beats for this to take place. Later, the doctor explanted and replaced the system with a transvenous system. There were no additional adverse patient effects.